Manufacturer narrative:
Based on the claim against the product by the customer noting the clip application issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have broken input disks. The broken input disk #6 was found inside the housing, while hairline cracks were found on input disk #7. The complaint regarding the clip application issue was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the large hem-o-lok clip applier instrument was not closing the clips. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.